Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons missing the string- tampax [device physical property issue] case narrative: consumer reported via phone that the tampons were missing the strings. No injury was reported

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons missing the string- tampax [device physical property issue]. Case narrative: consumer reported via phone that the tampons were missing the strings. No injury was reported.